Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 400 mg/dl. Additional symptoms include extreme drowsiness and muscle cramping. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged a time/date reset issue; the time and date reset to default when the battery was removed from the pump for less than 12 hours. The reporter stated due to time and date issue, the patient was receiving a different basal than what he was supposed to received due to the fact he did not pay attention to the time and date issue that reset the time and date back to factory default setting, which resulted in an elevation of blood glucose. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy involving a training/misuse issue in response to a time/date reset product issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/07/2017 with the following findings: there were no records in the black box data related to time/date reset to default setting. On investigation, the pump was powered on and exercised for 24 hours. After the 24-hour exercise, the battery was removed from the pump for 6 hours. When the battery was reinserted into the pump, the time and date defaulted to the factory setting. Investigation duplicated the complaint. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range.